Event description:
It was reported that a pta balloon became entangled at the overlap of two stent grafts placed in the mid-superior femoral artery. Reportedly, upon removal of the device, the balloon elongated one of the stents. The balloon dilatation catheter was removed without further incident. Another stent was placed to resolve the stent deformation. There was no report of injury to the pt.

Manufacturer narrative:
A review of the device history records could not be performed as the lot number for the device is unk. The complaint sample was discarded by the user facility, therefore, an eval of the device could not be performed. The investigation is underway.